Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using a hawkone to treat a 50mm moderately calcified chronic total occlusion (cto) in the mid right superficial femoral artery (sfa) of diameter of 5-7mm. A non medtronic 6fr x 45cm sheath and a 6 x 320 spider embolic protection device was used in the procedure. The IFU was followed without issues. Severe tortuosity of the iliac arteries was reported and there were existing stents in both right and left common iliacs. The bifurcation was preserved and a sheath was placed up and over from the contra-lateral side. Severe resistance was encountered during withdrawal of the hawk and spider devices. It was reported that the guidewire prolapsed and locked up on the hawkone causing damage to the tip of the hawkone at or near the cutter window. The guidewire lumen was not torn from the distal tip but the nosecone detached at the hinge pin. An arterial cutdown was required on the right side to remove the spider and the hawkone including the detached tip. The patient was sedated and intubated for the procedure. The sheath was exchanged on the contra-lateral side and the physician crossed the previous lesion and completed balloon angioplasty. The patient encountered some difficulty with the sedation later that evening and required intubation but had stabilised the following morning.

Manufacturer narrative:
Product analysis: the hawkone was returned with a detached filter assembly from the spider fx. No ancillary devices were included. The cutter driver was not returned. The filter assembly was returned with the capture fractured off approximately 5 cm from the distal tip of the capture wire. The proximal portion of the capture wire was not returned. The filter showed biological debris within the braids of the filter. The fracture face of the capture wire is ductile in nature. The hawkone was inspected and was observed the distal assembly was fractured apart. The fracture was radial and was located distal the anchor pockets and at the proximal edge of the coiled segment of the housing. The distal portion which fractured off showed they guidewire (gw) tubing of the housing torn and flapped distally. The gw tubing was disengaged from the proximal end of the housing and at the approximate middle of the housing the gw tubing remain on the housing but showed a zipper tear for the remainder of the segment. No damage to the gw lumen of the rotating tip. A 0.014" gw from the lab was front loaded to verify zipper tear of the housing. The tecothane is shown as disengaged from the cutter window with a rounded proximal edge. It was observed the coiled portion of the housing was stretched out proximally and extended out past the round edge of the tecothane. The proximal segment of the hawkone showed the cutter retracted back into the cutter window with traces of dried blood within the cutter window. The anchor pockets were intact, and the straight fracture was noted at the location of the proximal edge of the coiled segment. If information is provided in the future, a supplemental report will be issued.